Manufacturer narrative:
Client was transferring from chair to toilet. Both brakes were on but the chair moved. Client fell from chair. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
Client was transferring from chair to toilet. Both brakes were on but the chair moved. Client fell from chair. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).